Event description:
Device issue: dislodged stent. Time of device issue: during procedure. Adverse event: medical intervention. It was reported that the lesion was heavily calcified located in the left ascending diagonal (lad). Pre-dilatation was performed with a 2.0 x 12 mm voyager and then a 3.0 x 28 mm xience v stent delivery system (sds) was advanced. While attempting to deploy the stent, it was noticed that a stent strut was flared up at the proximal end of the stent; therefore, the sds was pulled back. During the process of pulling out the sds, resistance was met and the stent dislodged in the radial artery. Despite multiple attempts, the stent could not be retrieved. Finally a small procedure, a cut-down, was done in the right radial artery and then the stent was retrieved. The patient was kept for observation for two days and then the procedure was completed. No patient sequela was reported. No add'l info has been provided.

Manufacturer narrative:
(B)(4). The device has been received. The investigation is not yet complete.